Event description:
It was reported that pt's implant was ruptured 5 yrs ago and she's been sick for the last 14 months and has done lots of tests. She was on antibiotics for 10 days. Implant is still in her body and she's experiencing shooting pain, burning sensation all over her body. Scaly patch on her left arm, stomach problems and fatigue.